Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging multiple loss of prime warnings had occurred. The reporter noted that changing cartridges to one from a different box resolved the issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation that an issue with the cartridge led to multiple loss of prime warnings.

Manufacturer narrative:
The cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 04/30/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.